Manufacturer narrative:
The product was returned for investigation. The customer complaint was partially confirmed. The product was subjected to a shake test to determine if there were any loose components. None were found. Initial power sequence included: powering up; confirming display activity; loading correct software; standby mode check; bulb ignition; error code check; repeating sequence several times. Standby mode failed to activate and the bulb did not ignite. An e-1 error code appeared on the display. Standby mode check and bulb ignition continued to fail on successive repetitions. All other power sequences passed. Functionality testing included: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; door/bulb ignition cycling. All functionality tests passed. The root cause of the e-1 bulb ignition failure was traced to a defective ballast. A corrective action has been implemented to improve the performance of the ballast and to make the occurrence of e-1 errors less likely. The e-2 error could not be duplicated as the bulb could not ignite. Overall, the customer complaint was partially confirmed and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit switched off during two separate cases and displayed an e-1 and e-2 error.